Manufacturer narrative:
On 08/28/2019, during analysis of the device a crease was noted in the posterior view expanding to the anterior view. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Microscopic examination was performed. No evidence of instrument damage was observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast reconstruction primary with a mentor memorygel breast implant 800cc and experienced bilateral rupture. As a result, the patient had undergone removal and replacement with allergan brand breast implants on (B)(6) 2019. This medwatch is for the left breast implant.